Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 16mm enterprise 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. No damage was observed. The stent was attached to the delivery wire and still inside the introducer; however, the distal end of the delivery system was slightly protruding from the introducer distal end. The introducer was flushed to dissolve any residue, and it was attempted to retract the stent into the introducer; however, high resistance was met while trying to advance the distal markers of the stent through the introducer. Microscopic inspection revealed a misalignment of the distal markers of the stent. The reported issue regarding the impeded condition of the stent is confirmed; it is possible that in an effort to overcome the impeded condition reported, excessive force was inadvertently applied during the device advancement which ultimately led to the misaligned markers of the stent. It is also possible that clinical and procedural factors, including device manipulation and the technique of the operator, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9651824. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. The instruction for use (IFU) does contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612 / 9651824) was impeded in the distal end of the associated microcatheter and could not pass through the microcatheter. The physician retracted only the stent and replaced it with another 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612) to complete the procedure using the same microcatheter. There was no negative impact on the patient. On 19-apr-2026, additional information was received. The information indicated that the procedure was targeting the middle cerebral artery (mca) with vessel tortuosity. Continuous flush was maintained during the procedure. The device did not appear damaged at any time. The additional information confirmed there was no negative patient impact. The complaint device was returned for evaluation and analysis. The product investigation completed on 27-may-2026. Based on the completed product investigation, the reported issue has been determined to be usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿